Event description:
The temporary pacemaker was returned to the manufacture for repair and subsequently test out of specification.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed the customer allegation of "battery drawer has poor connection". The battery contacts were contaminated. Analysis also found that two side bail covers and battery drawer were broken. The lead flex cover was also found to be contaminated.